Event description:
It was reported to philips that the system was unable to boot, stalling at the boot up screen. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) inspected system remotely and confirmed that the system was unable to boot up and stalling at boot up screen. Upon troubleshooting, the rse decided to upgrade the software. To resolve the issue, in another case the system software was upgraded to 2.2.10, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.